Manufacturer narrative:
Investigation completed 10/23/2017. Device history record (DHR) of manufacturing fg lot # 1164698 of cusa excel 36khz cem nosecone was reviewed. No manufacturing trends were noted. The fg lot was sterilized on 10/11/16. A two year review of complaint system from july 2015 to july 2017 showed no similar complaints related to ¿foreign material¿ have been reported for the fg lot # 1164698. The condition described as ¿foreign material¿ was confirmed with the evaluation of one (1) of the two (2) returned units. The root cause of the ¿foreign material¿ was identified as a piece of the paper band which is used to tie the device. It appears that the piece of paper was adhered in some location inside the packaging due to the static effect and it was not detected by the operator during the in-process inspection of the fg lot # 1164698. The root cause of the reported condition is related to the packaging process of the cusa nosecone products.

Event description:
At the incoming inspection of goods, foreign material was found in the device by the distributor. No patient involvement.